Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, the device was being activated from the front of the console with the toggle switch in the up position. When the customer plugged in the pigtail and put the toggle switch in the down position, the device would not activate. A second handpiece was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.